Manufacturer narrative:
The vela main printed circuit board (pcb) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the transducer fault was duplicated. It was also noted that in the error log there were multiple transducer faults. The root cause has been isolated to a failed transducer that is unable to calibrate and drifting.

Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted at that time. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator would generate transducer fault alarms. The vent was on a patient when the reported incident occurred, but there was no patient harm reported.